Manufacturer narrative:
The patient underwent the concurrent procedures of bilateral salpingo-oophorectomy and lysis of adhesions during mesh implantation. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. No additional information was provided. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 02/10/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2015 due to lower urinary tract irritative symptoms, obstructive voiding, and urinary frequency. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that patient underwent diagnostic laparoscopy, total vaginal hysterectomy and enterocele repair on (B)(6) 2008, due to menorrhagia and dysmenorrhea. It was reported that patient underwent cholecystectomy in 2013. No additional information was provided.